Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged stroke. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged stroke. There was no medical intervention required by the patient. The manufacturer received new information alleging lack of oxygen, also taking medication for stroke. In this report section g3, h6 has been updated/corrected.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience a stroke. There was no medical intervention required by the patient. The reported event of stroke and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the device at the distributor and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Corrected information provided in b5 and h6, the information (the manufacturer received information alleging stroke and lack of oxygen related to CPAP) was erroneously included in initial MDR since patient reported if patient does not get a new device, he will have another stroke due to the lack of oxygen and the patient reported that they have only been using the CPAP for 5 years, but had their stroke in 2000. There was no allegation from the customer that the CPAP caused their stroke as well as lack of oxygen.